Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -was there any reported patient or user harm? ## no -was there a significant delay? ## yes -how long was the delay (minutes)? ## 10 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No 2. What suture type and size was used? 2-0 vicryl 3. When the event occurred, was the suture placed near the hinge of the clip? Unknown 4. Please explain how the clip was loaded into the applier. Yes 5. Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Unknown 6. Package lot number of the clips? Ka200 unkown 7. Please provide the applier product code and lot number? No issue with applier 8. Please confirm if there is an issue with the applier? No damage to applier this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture clips were used. During a case the device would not load into device and once loaded the lapraty clip would not close. There was a 10min of surgical delay was reported. No adverse patient consequences were reported. Additional information was requested